Manufacturer narrative:
Initial and final MDR (B)(4) device 14 of 14.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site. The issue occurred with fourteen types of infusion sets used for ten minutes. The blood glucose level of the patient was 376 mg/dl. No further information was available.